Event description:
It was reported that the pump component of the inflatable penile prosthesis (ipp) was difficult to operate. The patient reported this problem during their six-week post-operative visit. The patient stated that the pump failed to refill after it was activated. The patient further stated that the pump only refilled after the deactivation button was pressed. The physician educated the patient on the proper use of the ipp. The device was shown to function as intended after this instruction. The patient was satisfied with this outcome. The ipp remains implanted, and no future revision surgeries have been planned for the patient. Additional information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.